Event description:
It has been reported to the co that the occlusion balloon failed to deflate during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon. The physician inserted a stent delivery catheter and placed the stent. The physician then removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician then attempted to deflate the balloon and it would not deflate. The physician then inserted a diagnostic catheter and pulled the occlusion balloon into it and rupture/deflate the balloon. The device was removed from the pt. The pt is reported to be fine.